Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a white screen during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not found out of specification in relation to the reported white screen. Evaluation was unable to confirm or reproduce the reported symptom. No cause was identified and no corrections were required. Should additional relevant information become available, a supplemental report will be submitted.